Event description:
It was reported that the device exhibited a charge circuit timeout, and was found to be at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a high current drain which would increase the discharge of the li along the edges and in the turns, as was seen in this battery. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the charge circuit timeout alert and that the high voltage capacitor charge time was longer than expected for a device not yet at eri.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the charge circuit timeout alert and that the high voltage capacitor charge time was longer than expected for a device not yet at eri.